Event description:
It was reported that the 8800 sys displayed a voltage error and is powering itself off. Another sys was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.